Manufacturer narrative:
(B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient's battery stopped working due to normal battery depletion and was replaced in 2014. It was also reported that her present sacral nerve stimulator was only giving her 50% of the positive effects of her previous stimulator. The patient stated that she would like to know if there was a manufacturing representative in her area to discuss her problem. The patient mentioned that she would be out of town in 2 weeks. There were no symptoms or further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient's battery stopped working and they had it replaced. The patient stated that she was sorry she called about making leads that are MRI compatible. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient all of a sudden, in the last day or two, was not getting the stimulation or something. The patient stated that therapy stopped helping with symptoms. The patient noted that she was having to go to the bathroom every 20 minutes and she was up all night last night. The patient mentioned that it was bad and was getting worse. The patient stated that she normally did not feel stimulation but the symptoms were so bad that she went to do a urine test because it was so bad and she was up all night. It was reported that the patient did not have a bladder infection and never had one but she took an extra pill. The patient stated that she was trying to use her patient programmer to program her device but it was not doing anything. The patient was trying to increase stimulation and it would not go up. Trouble shooting attempts were made and the patient described seeing the "turn ins" screen. The patient reported that the ins was on and the patient was all of a sudden feeling it. The patient tried syncing again and the ins was on, patient was in p4. The patient changed to p1 stating that she was trying to get a feeling in p1 and it was not working in p1. The patient noted that she would try other settings and may change programs once a year. It was mentioned that if it kept stimulating the same spot the sacral nerve it would get used to it after a while. The patient noted that her health care professional (hcp) did not know much about it and the patient was a nurse. The hcp told the patient that she did not need to see him unless it was time to get a new ins. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient 's present stimulator was less effective. The patient stated that she was using 25mg-50mg of medication and it was still not as effective as the previous stimulators. The patient noted that no, it was not resolved. There were no further symptoms or complications reported or anticipated.